Event description:
(B)(4). It started with severe migraines all the time, which I never really had before, I was getting at least 10 or more a month, which I am still getting them but now have to have 31 shots of botox in my head and neck every 3 months to cut the migraines down to 4 a month now, I also have had rapid weight gain, all my life I have been around (B)(6) pounds even after 4 children, but since I had essure put in I gained (B)(6) pounds in a year!! Did not change my eating habits or anything. I also have major bloating in my stomach area. I look like I'm 8 months pregnant. Another side effect has been brain fog, it has been had to remember things and to find words when speaking. I ask you to please take essure off the market. It is dangerous.